Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that upon attempting sensor insertion, the sensor wire remained with the applicator and did not insert. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).